Event description:
It was reported the patient was being referred for a full revision due to high impedance. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the patient underwent a full vns revision on (B)(6) 2016 due to lead discontinuity. The explanted products are not expected to be returned for analysis as the hospital does not keep explants and discards after surgery.